Event description:
A caller reported an issue with a cgm error 42 related to a g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process. After the reset, the cgm error did not reappear, and the caller successfully started their sensor session.